Event description:
The customer stated that she was hospitalized for low blood glucose and the reading was 20 mg/dl. The customer did not feel well enough to troubleshoot during the phone call. The customer stated that the dr wanted the insulin pump replaced due to the low blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.